Event description:
My urologist placed a "tvt" mesh piece inside urethra exiting abdomen on each side. Hospital stay was four days with complications, i.e., severe urethreal pain, abdominal pain and swelling with diagnosed neurogenic bladder & dyspenauria condition. Continues 5 years today, with no relief or recourse to correct by urologist. Multiple after surgery and 6mo/yearly visits to urologist whom operated/tvt procedure. Unable to only offer another operation to "try" to find and cut a portion of the tvt tape-and may not fix problems, but may add more problems - urologist highly cautioned, a complication of second operation may result in having a "sub-pubic" tube exiting abdomen to urinate. I opted not to have any further surgery, due to the present tvt placement problems and possible future complications. Diagnosis or reason for use: incontinence. Event reappeared after reintroduction? Yes.